Event description:
It was reported that during a stenting treatment procedure, vasospasm occurred. In (B)(6) 2011, the subject presented with angina pectoris and was admitted on the same day. The proximal rca was treated with direct stent placement using a 3.00 x16 mm taxus liberte drug eluting stent. After the stent was positioned in the proximal rca covering the culprit lesion the stent was deployed to achieve good stent apposition against the vessel wall. There appeared to be some residual vasospasm after the delivery of the stent and therefore an additional 800 mcg of intracoronary nitroglycerine was administered. In addition, there appeared to be a bend in the proximal rca due to a non-bsc guidewire. After the wire was pulled back into the guide catheter, final images confirmed that there was no residual stenosis. The event was resolved without residual effects. The next day, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).